Event description:
On (B)(6) 2019 the doctor was performing a wisdom tooth extraction on #17 with the patient under local anesthesia when the handpiece he was using heated up and caused a burn to the patient's lip. The doctor prescribed medrol dosepak for treatment of the injury. The doctor has had a follow up with the patient and the injury is healing normally. No further medical treatment was reported to be required for treatment.